Event description:
Dealer states, the battery meter is not working.

Manufacturer narrative:
The device was evaluated by the returns department which found that the connector to the controls came unplugged or was loose.

Event description:
Dealer states the battery meter is not working.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.